Event description:
New information received notes that the physician alleged premature battery depletion of the generator.

Manufacturer narrative:
Correction: updated b5 and e1 reporter name were missing from previous supplement report

Manufacturer narrative:
The reported event of pacing problem, failure to interrogate, and premature discharge of battery were confirmed. The device was received with no output and unable to establish telemetry due to a depleted battery. No data could be obtained from device image and no field data was available. High current from the hybrid was noted during electrical tests.¿the hybrid was sent to an external lab for further analysis. However, the high current could no longer be reproduced.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. As received the device was received had no output and was unable to establish telemetry. No data could be obtained from device image and no field data is available. High current from¿the hybrid was noted during electrical tests. After sending hybrid to external lab, the high current could no longer be reproduced.

Event description:
It was reported that the pacing dependent patient presented for follow-up with the with a complaint of dizziness. Upon further evaluation it was observed that the patient had bradycardia. It was noted that the pulse generator was unable to be interrogated and the was no pacing or magnet response. The pulse generator was explanted and replaced. The patient was stable.